Event description:
It was reported that the pump battery was unresponsive. This was a replacement pump and customer alleged they could not bring it out of storage mode with the charging supplies they had. Customer¿s blood glucose level was within range. The customer reverted to an old insulin pump for insulin therapy. Multiple follow up attempts were made to determine if customer was able to bring the pump out of storage mode with replacement charging supplies but no response was received.